Event description:
This 37 yr old female underwent bilateral augmentation mammoplasty in 1974 using implants with another co's patches. This procedure took place at another facility, thus the implant specifics are unknown to this reporting facility. The pt was concerned because of the age of the implants and chose removal and replacement. Gross: the right implant's contents are tightly adherant to the surgical towel; left implant shows a minute pinpoint perforation of the wall and exudes a small amount of gel-like material.